Manufacturer narrative:
H6. Investigation summary: bd received 4 photos from the customer in support of this complaint. Evaluation of the returned photos indicated that the flash chamber was filled with blood. 10 retained samples from lot number provided were each used to draw 6 vacutainers with water. None of the hubs filled with water. Bd was able to confirm the customer¿s indicated failure mode with the photos provided. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. Complaints received for this device and reported conditions will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® eclipse¿ signal¿ blood collection needles with integrated holder, blood pooled in the flash chamber within the cannula hub. This occurred two times. No impact was reported.